Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, missing a piece of shell (25-50%), and fold creases. A microscopic analysis was performed which identified: a crease sharp broken on radius. Based on the device analysis the final assessment is: a crease sharp broken on radius assessed as fold flaw opening. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.